Event description:
According to the reporter: procedure: used for proximal gastrectomy. After firing, anvil was not tilted and malformed stapling was found. Re-anastomosis was done. No bleeding. Nothing fell into the patient cavity. No tissue damaged. Not extended more than 30 mins. No patient's info available.